Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu not producing output, was confirmed when the unit was evaluated by technical service. The mpu ac/dc power supply unit was damaged. Further evaluation of the power supply unit found a blown/damaged mains fuse. The failure corresponds with the event description (of the mpu not powering up). The outer jacket on the patient cable on the mpu was damaged ¿ cut. The damage to the patient cable was superficial; the internal wires were not damaged. The cable was operationally checked and no issues were found. The mpu power supply and patient cable assembly were replaced. The repaired mpu was tested and returned to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that once the mpu was plugged into the wall socket that all the lights blew out and it no longer works.